Event description:
A customer reported that during a procedure, low vacuum was experienced in I/a (irrigation/aspiration) mode and ultrasound. The case was completed using the same system following a 10 minute delay. There was no harm to the pt.

Manufacturer narrative:
The facility called a company rep regarding an issue of low vacuum while in irrigation/aspiration (I/a) mode and in ultrasound u/s. The company rep spoke with the surgeon to resolve the issue. The facility did not request service. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).